Event description:
It was reported, hours after an initial leadless pacemaker (lp) implant, the patient felt stimulation in their leg. Diagnostic imaging was performed and it was observed the lp dislodged into the femoral vein. The lp was retrieved and a new lp was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of device dislodgement was not confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.